Event description:
A report was received that while using the long tunneling tool, the physician noticed that the tip had some "fraying" and became a rough edge while passing through the patient's subcutaneous tissues which caused some unnecessary bleeding.